Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at reservoir tube window corners, battery tube threads, reservoir tube window broken reservoir tube lip, belt clip slot and minor scratches on lcd window and case.

Event description:
Customer reported receiving no delivery alarms on the insulin pump when bolusing. Customer stated that they also have cracks and pieces of the casing missing. Customer stated that the damage was near the battery compartment, display, and the reservoir chamber. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.